Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust insulin therapy. Additionally, customer reported that high blood glucose alerts did not repeat as expected. Customer's blood glucose was between 467-468 mg/dl. The customer reverted to an alternate method of insulin therapy.